Event description:
It was reported that the procedure performed was to treat a renal vessel. The 7.0x18mm herculink balloon-expandable stent delivery system (sds) would not fully track over an unspecified 0.014 guidewire. The sds would track and then get stuck. Resistance was noted during removal due to the guidewire; therefore, the herculink stent and guidewire were removed as a unit. A new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that can contribute to difficult to advance/remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, interactions with accessory devices or procedural contaminants (blood/contrast). In this case, it is possible that the device may have met resistance during advancement/retraction over the guide wire due to a build-up of procedural contaminants (blood/contrast) on the guide wire, resulting in the reported difficult to advance and difficult to remove; however, without the device or guide wire to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.